Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "system fault 36" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4). The malfunction was attributed to the analog board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.